Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Upon interrogation, patient¿s left ventricular lead exhibited no capture anomaly. The implantable cardioverter defibrillator exhibited far-field r-wave oversensing which led to automatic mode switch episodes. The device was reprogrammed and the lead was programmed off. The patient was stable.